Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41541. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The error was verified with event history review. Visual and functional testing was performed. Complaint of latch lock sensor not working could not be duplicated. Probable cause was glitch in software caused the sensor to briefly malfunction.